Manufacturer narrative:
H10: mw5183927. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump started infusion at 12.38 and went disconnected at 15.00. At the time of the appointment, it was noted that the medication had not been administered and the bag appeared to be full. The patient stated that he had powered the pump off after it alarmed indicating that the infusion was complete. The pump record was checked, and this statement was confirmed to be accurate. The advanced registered nurse practitioner was notified, and the decision was made to resume the infusion so that the patient would receive the majority of the prescribed dose. The event occurred during infusion and there was patient involvement and reported no patient harm.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.